Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer had already completed pump reset and resumed insulin delivery prior to contacting support, and technical support confirmed pump could continue to be used, provided reset guidance, and advised customer to call back if malfunction recurred, which customer acknowledged and understood.